Event description:
It was reported that the customer was repeatedly treated for hyperglycemia by the nurse. The events occurred routinely for more than a year. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.